Event description:
See initial report.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2021 and no other similar events have been reported. The reported event is a known issue and is being addressed by a dedicated CAPA. Based on the findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage to the cooling compressor system. The compressor failure leads to an increase in the leakage current of the device and the circuit breaker will trip. Based on the collected information, it cannot be excluded that a premature degradation of the evaporator coil has occurred and resulted in the mentioned fault. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that, during priming, when the heater-cooler system 3t was turned on, the fuse has tripped. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in berlin, germany. According to the customer, heater cooler 3t devices are cleaned according to the procedure once a day using the wcd 2 device. On mid-august 2023, the involved unit was fully functional and the water was drained due to temporary non-use and the device was left switched off in a dry state. It was scheduled to have it back in operation in september. Device was filled with 15 liters of distilled water and wcd2 salt and switched on. This then resulted in an overload of the power grid. The issue was reproducible. Furthermore, bubbling sound was audible, suggesting a gas loss from the cooling coil of the device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.